Event description:
It was reported that the zimmer dermatome would not grab skin. Additional clinical f/u with the hosp indicated that there was no info available regarding the reported event detail to explain what was not grabbing. The event occurred during the surgical procedure and the procedure time had been increased by one hour. Alternate dermatomes are immediately available on site and there was no documentation of additional graft harvest, medical/surgical intervention, or complications from extended surgical time.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device is 8 yrs old and was last returned to the MFR for repair on 10/28/2011. Upon inspection, the device displayed a damaged control bar that was not flush with the master blade position. During the repair process, it was also observed that the motor displayed third party wiring and missing insulators around the leads of the motor. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer electric dermatome should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.